Event description:
It was reported that the device exhibited post-paced t-wave over-sensing via review of remote transmission. Programming changes were discussed but not made at this time. No patient symptoms were reported.